Manufacturer narrative:
Product event summary: it was confirmed that the display screen was broken, and portions of the screen are illegible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display screen was cracked. The programmer has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer's analysis.